Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The usb hub was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitor on the sys would lock up. No pt injury was reported.